Manufacturer narrative:
The logs were provided to ge healthcare for analysis. Based on the log review, the flow sensors were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a failure that affected mechanical ventilation. There was no report of patient involvement.